Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of lamp error code e106 was confirmed. The device evaluation found that the likely cause was normal wear and tear. Additional evaluation found the following inspection results failed: poor-lighting detection on examination lamps, lamp white balance adjustment, and narrow band imaging observation image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center encountered lamp error code e106. The issue occurred in the laboratory during its normal use in a pre-clinical scientific research project. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely error code e106 occurred due to wear and tear on a led unit (light-emitting diode unit). However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.